Manufacturer narrative:
E1 patient country austria.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported by the wife that the patient has abscess formation at 3 old infusion sites. No further information available.